Event description:
I had the essure put in, in 2010. I have very severe pains when I'm about to start my period and while on my period. I've noticed if I move certain ways it will punch or feel like a stabbing pain.